Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer's insulin pump was not alarming and the customer was having high blood glucose. The customer's blood glucose was 340 mg/dl. Customer stated they have taken 7-8 units of insulin as a corrective dose. Customer also stated they did not have time to troubleshoot the issue. The customer stated they would revert to a back-up plan. No additional information provided.